Event description:
Customer reported leaking at the connection site between the extension set and the t-connector tubing. No pt harm occurred or medical intervention was required. Though requested, no add'l info was available. A cardinal representative visited the site, educated and reviewed with the customer the tightening connection techniques. The customer indicated that no further connection issues have occurred since 2009.

Manufacturer narrative:
Pt's info requested, and all available info is included. This report was filed by the manufacturer. The customer reported the product was discarded. The lot number was not identified; therefore, a device history record review could not be performed.